Event description:
Pt was treated in 2004. At post treatment the pt had developed blistering on mid-cheek on left jaw. At most recent follow-up (4 mos later) two alexandra laser treatments have been performed, one in may and another in june to attempt correction of hyper pigmentation. The hyper pigmentation is still visible despite the laser treatments.